Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the connector of the lma was "connector sheared off". Alleged defect reported as being detected prior to use. It was reported there was no patient injury.

Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges the connector of the lma was "connector sheared off". Alleged defect reported as being detected prior to use. It was reported there was no patient injury.